Event description:
Ems personnel were attending to a suspected ami pt. An attempt was made at obtaining a 12 lead ECG and allegedly the monitor displayed a flatline. The operator checked all cable/electrode connections and could not discern a reason for the flatline. The pt was transported to the hosp without further incident. There were no adverse effects to the pt reported as a result of the alleged malfunction.